Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device. As microscopic analysis can not be performed an assessment of the opening can not be determined. Additional observation noted red encapsulation and red particles were observed on the shell.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced with a non allergan device.